Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had a subcutaneous emphysema, which progressively worsens that spreads to the face. It was indicated that a thoracic computed tomography(CT) scan confirms that there was an existence of a pneumomediastina and a probable tracheal rupture 3cm above the carene. It was reported that they withdraw the device. The customer reported that the patient outcome was asked but unknown.